Event description:
Customer reported that the therapy connector pin was bent. The reported failure could affect defibrillation therapy energy delivery. Customer requested the therapy connecter part number info to order a replacement. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4): customer determined the root cause of the issue to be the therapy connector. Physio-control provided customer the requested therapy connector assembly part number info to repair the device.